Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer alleged for possible under delivery as blood glucose was high. Customer¿s blood glucose was unknown which was treated with manual injections. Customer stated that drive support cap appears normal. Insulin pump will be return for analysis.